Event description:
It was reported that a device movement and device leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). The procedure was completed successfully and the patient was discharged. On (B)(6) 2022, 45 days post index procedure, during a routine follow up examination, it was discovered via transesophageal echocardiogram that the closure device had shifted. The closure device had shifted distally in the laa and a device leak was present. No further information on the status of the patient is available.